Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a week post implant there was no capture on the right ventricular (rv) lead and a chest x-ray showed that the lead had dislodged from the septal position. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.